Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to adjust their therapy due to auto-reducing. Diagnostic tests were done and confirmed that the patient's lead had high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their scs system explanted and replaced. Patient has effective therapy post op.